Manufacturer narrative:
G4:17dec2020. B4:21dec2020. Failure analysis on the returned power management (pm) board shows that the customer complaint verified. Root cause is failure regulator ic u11. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28aug2020. B4: 28oct2020. The bench repair engineer replaced the power management board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07aug2020.

Event description:
The customer reports that when connected to ac power, the unit works. On dc power when attempting to power on, the screen is blank, the alarm led flashes, and the unit alarms. The customer also reported several error codes in the log that look like a spi bus issue. The customer reports that the unit is intermittent. The customer contacted product support and reported that he has swapped in a power management (pm) board, motor controller (mc) board, cpu board, and complete user interface (ui). The customer reports that the power supply voltages are good. Product support suggested that the customer try the motor controller (mc) to data acquisition (da) ribbon cable. The customer requested to return the unit to bench for repair. The customer reported that the unit was not in use on a patient.